Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The clip applier instrument failed the clip test due to misapplication of the clip e.g., the instrument passes engagement and able to retain the clip through engagement but cannot apply the clip. The instrument moved intuitively with full range of motion in all directions. Additional findings not related to customer reported complaint: the instrument was found to have a dislodged flush tube guide inside the housing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was used for a surgical task and would not hold the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing was observed out of the ordinary. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to an unsuccessful clip application. The type of clips used were the purple hem-o-lok clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The vse instrument was used one time before it quit working. The issue was resolved with a backup clip applier instrument. There was no patient harm or injury.